Event description:
Same case as MFR: 2134265-2013-09596. It was reported that during a percutaneous coronary intervention procedure, clots were removed from the stented area. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and calcified right coronary artery (rca). It was noted that there were multiple stenosis throughout the artery. A promus premier were selected; however, the stent came off of the stent delivery system inside the anatomy of the rca. They went in with a 2.0 x 20 emerge balloon and dilated that up on the wire and followed that up with a 3.5x20 emerge balloon and dilated the rca stent up at the ostium. It was noted that due to the severity of the lesion, during removal the stent got caught on the guide catheter and dislodged. They did not follow that stent with other stent in the rca and completed the procedure. It was further reported that four stents were placed (2 promus premiers and 2 non-bsc stents) during the procedure. Two to four hours after the procedure the patient returned and had clots removed from the stented area. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).